Event description:
This is an adverse event recorded on a crf as part of the us rfa registry for barrett¿s esophagus. This pt was prospectively enrolled with a 10 cm invasive barrett¿s high grade dysplasia. After a secondary focal ablation pt experienced dysplasia and was dilated. After completion of the procedure pt¿s symptoms were resolved. Per the physician, the severity of this event was mild, and relationship of the event to the device procedure was possible, and there was no device malfunction.